Event description:
The user facility reported that the patient was hospitalized from (B)(6) 2013 for streptococcal peritonitis. He is fine now. The patient had not reported any device issues or fluid leaks during treatment. The patient had his catheter extension changed at the peritoneal dialysis clinic on (B)(6) 2013, and this reportedly could be the source of the infection, but this is not known for certain. Sample not available.

Manufacturer narrative:
Medical records were requested but have not been received to date. The device has not been returned for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.